Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a time/clock anomaly. The customer stated that when she first programmed the time, she programmed the device using the right time; however, she noticed that the time setting had lost 2 minutes. She stated that she had crossed into a different time zone recently, but she changed the hours not the minutes setting. The customer's blood glucose was 403 mg/dl. She advised that she would treat with the insulin pump. She was assisted with running a self test and confirmed that the insulin pump passed. She was advised to monitor the insulin pump.